Manufacturer narrative:
The device was received motor error alarm during rewind due to motor encoder out of phase. We were unable to perform displacement test due to constant motor error alarm. No alarm noted. The device was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motion sensor test failure. The insulin pump also alarmed motor error during rewind. There were some motion sensor test failure and motor error alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.